Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0205751060, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a lead revision took place on (B)(6) 2014 because the lead twisted and high impedances greater than 4,000 ohms were seen.